Manufacturer narrative:
On (B)(6) 2025, new elecsys anti-tpo results of the patient sample were reported: the repeat result at 1:2 was <9 .00 u/ml. The repeat result at 1:5 was <9 .00 u/ml. The repeat result at 1:10 was <9 .00 u/ml. Based on the dilution results, the investigation excluded the presence of an interferent in the patient sample. The calibration and qc results are acceptable. Product labeling states "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.

Manufacturer narrative:
The serial number of the customer's cobas pro sb is (B)(6) the investigation is ongoing.

Event description:
The initial reporter received questionable elecsys anti-tpo results from one patient sample tested on the cobas pro sb. On (B)(6) 2025: the initial result from the analyzer was 16.40 u/ml. The patient's primary care physician disputed the initial result. On (B)(6) 2025: the first repeat result from the analyzer was 17.80 u/ml. The second repeat result from another laboratory that uses a beckman analyzer was 132.1 ku/l.